Event description:
The manager, market development, trauma reported surgeon submitted a presentation, "nonunion" failure of a fracture to heal. Failure of advancing healing for approval. It showcases ten pts, various collected cases on the topic of nonunions. Pt#2: pt who had a left humerus fracture was treated with a plate and screw construct implanted on an unk date. It was discovered pt had a non-union and four (4) screws were backing out. Pt was returned to the operating room on an unk date, hardware was removed and pt was revised to a longer plate and screws. It cannot be verified if the product is synthes product. This is 1 of 5 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.